Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 220 units of insulin. A new cartridge was successfully loaded onto the pump resolving the notification. Additionally, it was reported that the pump touchscreen was unresponsive and became frozen on "preparing to fill" screen. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Customer¿s blood glucose level was 180 mg/dl.